Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) not working on ac mains. The system is not switching to battery mode.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) not working on ac mains. The system is not switching to battery mode. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. It has been observed that one of the fuse is getting blown off, same thing happening with the new fuse. Fse checked systems performance with another working power supply assembly, it worked well both on ac mains as well as on battery. Hence, problem found with power supply assembly, need to replace the same. The fse replaced power supply assembly, performed functional test, all passed ok. Checked systems performance on iabp trainer & balloon both on mains as well as on battery found to be working ok. System working satisfactorily. The iabp was handed over to the customer in good working condition.

Event description:
N/a